Event description:
Procedure: lap chole. According to the reporter: during surgery, the device failed, it didn't leave the clip in the zone that it was supposed to, producing damage to the cystic duct and artery. The tissue was repaired using another product. The pt is in perfect condition.

Manufacturer narrative:
(B)(4).